Event description:
I am vaccinated but was showing symptoms of covid. I purchased an ellume covid home test online and received a positive rapid covid test result. To confirm, I went to my doctor two days later and they had a pcr covid test ordered, which came back negative. Physician concluded it was a false positive result. Entered my analyzer ID on ellume's website and it said my lot number was not affected as part of their recall. FDA safety report ID # (B)(4).